Event description:
It was reported that this lead was explanted and replaced due to oversensing with artefacts approx. 29 months after the implantation.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 24.5 cm distal to the df4 connector pin (into two segments). All fragments were received for analysis. The analysis showed multiple abrasion marks along the lead fragments. In particular between 9.5 cm and 7 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.